Event description:
Customer reported subtraction is not working properly. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the scsi and pca disk controllers. System operates as intended.